Manufacturer narrative:
The device is available for evaluation; however, has not yet been received.

Event description:
The event involved a 30" (76cm) appx 6.3 ml, 20 drop admin set w/integrated chemolock port drip chamber, 0.2 micron filter, chemolock w/red cap, hanger where it was reported that an extended infusion pulled air post filter. The event occurred 20 hours into the infusion. Patient was not able to get their full dose of the medication. There were patient involvement and no harm.

Manufacturer narrative:
One used device was returned for evaluation along with one used 0.9% sodium chloride injection usp b braun 500 ml intravenous bag with adriamycin along with one used chemoport. No visual damages or anomalies were observed. The reported complaint of air in line could not be confirmed. The returned sample was tested and met product specifications. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.